Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was found that the unit had a leak behind the adjustment valve along the control line. The line was reconnected and the unit pressure increased. A calibration was performed to manufacture specifications.

Event description:
The customer reported that the 3100b unit will only pressurize up to 8-9 cm. The customer confirmed that there was no patient involvement associated with the reported event.